Event description:
Customer reported the tip of the electrode came off in the patient. The tip was retrieved and no injury was reported. The customer reported a second electrode had the tip loose but still attached. Neither electrode has been returned to the manufacturer for evaluation.